Event description:
This is filed to report death. This research article was a meta-analysis study designed to evaluate persisting iatrogenic atrial septal defects (iasd) after transcatheter mitral edge-to-edge repair (m-teer) associated with impaired outcomes. Therefore, investigated echocardiographic features of the iasd in the CT cohort, its natural history and predictors of spontaneous iasd closure between 1 and 6 months post-m-teer. Complications identified in the study included hospitalization due to heart failure and death. In conclusion in this subgroup analysis of the mithras trial, the strongest predictor for spontaneous closure was the eccentricity of the iasd 1 month after m-teer and an eccentricity index < 1.9 predicts with great accuracy a persistence of the iasd 6 months post-m-teer. Details are listed in the attached article titled, "fate of iatrogenic atrial septal defects following mitral transcatheter edge-to-edge repair ¿ a subanalysis of the mithras trial."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation (atrial: no treatment), the reported heart failure/congestive heart failure (prolonged hospitalization), and the reported death / expired could not be determined. The reported patient effects of heart failure, death, and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Event and implant date: dates estimated. The UDI number is not known as the part and lot number were not provided the additional serious injury reported in the article are captured under a separate medwatch report number. Attachment: article titled, "fate of iatrogenic atrial septal defects following mitral transcatheter edge-to-edge repair ¿ a subanalysis of the mithras trial."